Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. No intervention was performed, the physician decided to monitor the patient only. The patient¿s condition is fine after the event.